Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard did not function. The customer attempted troubleshooting by restarted the device several times; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioned properly. A field service engineer (fse) verified the device and found that the station was functioning normally. The customer confirmed that the issue occurred after a large plastic bin was dropped on top of the station and stated that the keyboard functioned normally after the customer restarted the device. The system functioned as intended after the field service engineer had investigated the device.